Manufacturer narrative:
(B)(4). Misassembled hoop spring. The analysis results found that the device was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated as it was jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembly, the hoop spring was found misassembled and loses inside the device, jamming the firing mechanism. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hepatectomy procedure, at trying to make ligature blood vessels, the device got blocked and they couldn´t close. Another device was used to complete the procedure. There were no adverse consequences for the patient.